Manufacturer narrative:
Correction h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced high ectopic burden when programmed at higher rate. Optimization was performed with no improvement noted. It was also reported that the patient's left ventricular (lv) lead function was worsened and was very symptomatic of heart failure like increased peripheral oedema, sleeping more upright, reduced exercise tolerance. The patient developed ectopic induced cardiomyopathy caused by high premature ventricular contractions (pvc) burden. The implantable pulse generator (ipg) was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.